Event description:
Customer reported: I've been informed by the family that this most recent "melting" problem occurred  that they had two other incidences where the circuit melted on the expiratory side.  This child has only been our patient for a few months so I can narrow down the lot numbers to: 0000501583 or 0000482543.  No harm was done to the patient and he was switched to another of the same type of circuit. (B)(4) was opened to capture the other incident. Additional information received from sales rep on (B)(4) 2013:¿the facility uses heaters: mr850 and I believe they still have some old 730¿.

Manufacturer narrative:
(B)(4). Device was not available for evaluation. Upon carefusion's investigation, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Corrected information: sample was available for evaluation and added return date. Corrected information: sample was returned to manufacturer. Device evaluation: one open sample was returned and per visual inspection the melted tubing was confirmed on the expiratory limb. The sample was functionally (resistance) tested per our procedure and no issues were found. Reading was 18.1 ohms from the allowed specification 16.6-18.6 ohms. No lot number was provided for this report, but according to complaint description, circuit could be from lots 0000482543 and 0000501583. The device history record of these lots were reviewed and we observed that in lot 0000482543 a product non-conformance was found due to resistance (no reading) during the manufacturing of that lot. However, the product was re-worked and re-inspected and no additional problems were found. No issues were observed on the device history record of lot 0000501583. At this time there is not any evidence that confirms that our operative personnel are contributing to this reported condition. During the manufacturing review, it was observed that this product is 100% tested by resistance function. Upon review of the current production, no assembly errors were observed. Based on the investigation, the most probable cause for the issue reported was undetermined. However, we have the following potential causes for the melting condition: over-insulated tubing (covered). Use with a non specified humidifier (incompatible connectors). As a preventive action, carefusion recommends following the product label for recommended uses on humidifiers and adapters. In order to prevent future occurrences, an in-depth internal investigation, which includes manufacturing and quality plan improvements, is under execution regarding this issue. On (B)(6) 2013, carefusion customer advocacy and engineering performed a visit to the family who has been experiencing the melting conditions. Overall conclusions: as an immediate proposed solution, we explained the importance of not covering the circuits with blankets and to keep an eye on the proximity of the limbs as these are contributing factors to the melting condition. In addition, the forceful milking of the circuit can lead to the melting condition. Carefusion reiterated that circuit code rt509-852 be followed per the IFU on specific humidifiers and wire adapters.